Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor electrode broke off underneath her skin, and she was able to remove it with tweezers. The customer did not save the product to return for analysis. Advised that a replacement would be sent. Nothing further was reported.